Manufacturer narrative:
Add'l info has been requested. Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a talus fracture procedure, the screw tip threads of the 3.0mm headless compression screw stripped off during insertion. The screw was left in the pt and procedure was completed. Surgeon used a total of 7 headless compression screws.